Manufacturer narrative:
The maryland bipolar forceps instrument has been returned and evaluated by the failure analysis team. After visual inspection the instrument was found to have damaged conductor wire at the distal end near the grip pulleys. The insulation is damage, and the conductor wire is exposed as a result. Components adjacent to this conductor wire do not show damage. For clarification and based on the reported customer complaint about the instrument cable being frayed, during the visual inspection, we found that the conductor wire is not frayed or broken, but wire insulation is damaged. The instrument passed the electrical continuity test. This continuity test was performed on each grip and current energy flow was detected across both grip tips.

Event description:
It was reported that prior to starting (pre-anesthesia) a da vinci-assisted surgical procedure, there was an unidentified frayed cable on the maryland bipolar forceps instrument. The procedure was completed as planned with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: during last use in a surgery, the instrument was inspected prior to use with no issue. No arcing was observed during the last procedure usage. There was no patient injury. After the completion of the procedure, the instrument was not inspected.